Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 88% stenosed, 84x2.75-3.00mm, eccentric, de novo target lesion was located in the moderately tortuos and severely calcified right coronary artery. The lesion contained >45 degrees bend. A 32x2.75mm rebel stent was advanced but failed to cross. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms catheter. The balloon was loosely folded with the stent secured between the markerbands. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. The distal end of the stent is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right side. The 88% stenosed, 84 x 2.75-3.00mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified right coronary artery. The lesion contained >45 degrees bend. A 32 x 2.75mm rebel stent was advanced but failed to cross. The device was removed and it was noted that the tip of the stent struts was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable..